Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/17/2019. Device evaluation summary: it was reported that a 61-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis and experienced left sided deflation post procedure. During evaluation of the sample a crease was observed on the anterior view. Leak testing revealed a tear within the crease noted in the anterior aspect measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5985136 on (B)(6) 2019, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 4/16/2019. The device was explanted on (B)(6) 2019. 2. Is other serious- uncheck. 2. Is required intervention- check. On 4/23/2019 the device relating to this complaint was returned. The lot and serial numbers have been updated from 5985166 and (B)(4) to 5985136 and (B)(4) per device received. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Additional information was received on 5/3/2019. The replacement device were mentor smooth round moderate plus profile 300cc saline prostheses. The prostheses were filled to 350ccs. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5985166, and no non-conformance's related to the reported complaint were identified. Concomitant medical products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis and experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.